Event description:
It was reported following a percutaneous coronary intervention (pci) via the right femoral arteriotomy, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram was performed, but details were not available. A 7f 45cm terumo sheath was also used during the procedure. The angio-seal was deployed, but did not seal the puncture site well. Manual compression was applied, hemostasis achieved, and the pt was later discharged from the hospital. On (B)(6) 2011, the pt returned to the hospital reporting symptoms of intermittent claudication. The pt's ankle-brachial index (abi) measured 0.6 on the right side. A CT scan was performed, which revealed stenosis of the right external iliac artery. An echo-cardiogram was performed, which showed an echo-dense substance in the artery. The pt is currently being monitored and no interventional treatment has been scheduled at this time.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the use of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.